Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch basic meter was powering off during use. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that the alleged issue began a couple of weeks prior to contacting lfs. The patient informed the cca that she manages her diabetes by taking a combination of oral medications and insulin (humulin 70/30). The patient denied making any changes to her diabetes regimen as a result of the alleged issue. The patient also denied developing symptoms; however, claimed that on the late afternoon a few days earlier, she went to the emergency room as a result of the alleged issue. The patient reported that her blood glucose was over "500 mg/dl" when she arrived at the ER. The patient stated that she was treated with insulin (type and dose unknown) and hospitalized for a few days as a result of a high blood glucose. At the time of troubleshooting, the patient confirmed that she replaced the subject meter's battery; however, the alleged power issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly was treated for hyperglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.